Event description:
The balloon was inflated twice; the balloon popped. They had to insert an 11 french sheath into the opposite leg to snare the pieces of the balloon which had fragmented into the pt. Medwatch description of the event. The pt was undergoing abdominal aortogram with iliac run off and revascularization for severe claudication and peripheral arterial disease. After angiograms were performed, the physician placed a 7 french sheath in the left common femoral artery for revascularization. The wire crossed to the superficial femoral artery of the left leg. The physician advanced a low profile percutaneous transluminal angiography balloon dilation catheter into the right common iliac. Inflation was attempted and the balloon ruptured and avulsed from the catheter. Sheath and balloon was removed together. Balloon integrity was not intact. Part of the balloon and the marker were within the let femoral artery. While awaiting a surgical consultation, a separate sheath was inserted in the right external iliac and revascularization of the right lower extremity was performed. The physician then attempted and successfully retrieved all foreign material using a snare under fluoroscopy after exchanging to an 11 french sheath on the left. Final angiography revealed no significant dissection or perforation. Pt monitored overnight post procedure. No pt injury noted.

Manufacturer narrative:
(B)(4): removal of foreign body is not listed in the instructions for use. (B)(4): balloon rupture is listed in the instructions for use. Investigation/evaluation: product was returned in a used and damaged condition. The returned product consisted of the device with the proximal half of the balloon attached and a balled up section of what is presumed to be the distal section of the balloon. Per dfmea rs131.1, balloon burst, compliance, and fatigue verification testing are performed. The rated burst pressure, rbp is documented in the IFU and label. The device is inspected to ensure the balloon is undamaged. Burst tests are performed a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. The examination of the returned device found evidence of a circumferential tear in the proximal section of the balloon. The distal portion was too damaged to determine if the tear originated longitudinally and then burst circumferentially at the point of highest construction. The event description states that the "balloon was inflated twice" but does not state whether this was in the same location or if the device was inflated then moved to a second location for the second inflation. Damage could have occurred during this change in location. Inflation pressures were not provided nor was a detailed description of pt anatomy, i.e. Degree of calcification, age, torturous anatomy, etc. In the absence of additional info a definitive root cause cannot be determined. We will continue to monitor for similar complains. Per quality engineering risk assessment, there is insufficient risk to warrant risk reduction activities.